Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip getting caught on the chordae (entrapment), inability of the clip to be freed, and the need to subsequently implant the clip (unexpected medical intervention). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was advanced to the mitral valve and successfully implanted. A second clip was advanced to the valve and after orienting the clip, verifying good positioning and trajectory in the left atrium, the clip was closed and advanced to the left ventricle. When pulling the clip back up to the valve, an anterior chordae became caught on the gripper. Despite troubleshooting by applying posterior torque, advancing into the ventricle, and cycling the grippers, the chordae could not be freed. As there was little room to maneuver in the medial aspect of the valve, the decision was made to grasp the leaflets and deploy the clip. Good leaflet grasp was achieved, the clip was deployed, and successfully implanted stable on both leaflets. The procedure concluded with mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported entrapment of device as the clip caught on chordae appear to be due procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.